Event description:
Follow-up information indicated the patient is receiving effective stimulation, but still desires to undergo surgical intervention in order to possibly undergo a contra-indicated procedure. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences interrupted charging. The sjm representative met with the patient and confirmed the issue. The patient desires to have her ipg replaced. Surgical intervention may take place at a later date.